Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00054, 00055, 00060. This event occurred in (B)(6).

Event description:
Allegedly primary surgery was performed at (B)(6), 2010. After the surgery, the surgeon found like pseudotumor by MRI when the patient received the routine medical checkup. So revision surgery was performed at (B)(6), 2013. As the observation of diseased site, there was no any tissue like pseudotumor. Medium activity level.